Event description:
It was reported by the patient that the lead broke, and he was shocked twenty times. The lead was replaced. Information was subsequently received from an attorney alleging "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages..." No specific detail regarding alleged injuries was received, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported by the patient that the lead broke, and he was shocked twenty times. The lead was replaced. Information was subsequently received from an attorney alleging "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages..." No specific detail regarding alleged injuries was received, and no further patient complications were reported as a result of this event. No conclusion can be drawn device breakage shock, inappropriate.